Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported it turned off on its own and it was flickering. It was functional for a couple of minutes to hours, but the display flickered and suddenly turned off during set-up involving an olympus monitor. There was no patient injury reported.